Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in her left eye (os) on (B)(6) 2012. The patient reported a posterior vitreous detachment and elevated intraocular pressure. The lens remains implanted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No: lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the patient reported had lost vision due to the development of a cataract and the lens was explanted. The patient also reported dense floaters.

Manufacturer narrative:
Method: device history record review. Result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Results: reviewed patient post-treatment follow-up form rec`d on 2/11/2014 os :reportedly posterior vitreous detachment (pvd) occurred following icl implantation almost two years ago. According to the dcr from the implanting surgeon, dated on (B)(6) 2013 , pvd was detected at the initial exam prior to the icl implantation and was attributed to the patient age as normal finding. No report of any secondary surgically or medically intervention performed. It should be noted that patient was (B)(6) at the time of the surgery and the visian icl is indicated, per dfu, for adults 21-45 years of age. The vitreous undergoes syneresis between 40 and 60 years of age and occurs earlier in myopic eyes, and a syneretic vitreous is a prerequisite for the occurrence of posterior vitreous detachment (pvd) , therefore the most likely cause of the event was patient related factor. .(ref: morita h,et all "a clinical study of the development of posterior vitreous detachment(pvd) in high myopia" retina ,1995;15(2):117-24.) (B)(4).